Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Although requested, customer declined troubleshooting with tandem technical support to resolve the issue. Customer¿s blood glucose was 400-600 mg/dl. No additional information was provided as customer abruptly ended call.